Event description:
It was reported that the tracheostomy tube was pre-tested before intubation. The tube was placed in the patient, and the cuff was inflated but did not hold air. The tube was removed, and another was placed in the patient.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide significant information, a follow-up report will be submitted. Note: various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the patient to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used.